Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio sample test strips missing from the system kit. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012, in the evening, prior the alleged issue started she had symptoms of "headache and tired." It is unclear if the patient associates these symptoms with hypoglycemia or hyperglycemia. On (B)(6) 2012, in the morning, the patient reported the alleged issue was discovered. The patient reported taking oral medications twice a day (unknown type) to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca confirmed there was missing product in the system. The cca noted that closure seal on the packaging was intact prior to opening. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive than an acute complication of diabetes occurred. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.